Event description:
It was reported that the asymptomatic patient presented in clinic due to atrial undersensing with atrial fibrillation and low impedance. The device was reprogrammed. The patient was in a good condition and will be followed up normally.